Event description:
Per the clinic, open circuits were noted on electrodes. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device. The device was subsequently explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.